Event description:
It was reported that the ht70 ventilator keypad was not functioning. Although requested, there is no information regarding patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The serial or lot number was not provided by the customer. Therefore, the manufacturing date is unavailable.